Event description:
The complainant alleged while attempting to perform a synchronized defibrillation on a patient (age unknown), the device did not display sync markers. The complainant indicated that the clinician was able to successfully convert the patient by defibrillating the patient in the normal defib mode. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.